Event description:
The patient reported sparking from exposed wires of the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system and power accessories were received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. The field reported event of exposed wires on the power supply was confirmed.